Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as negligence. The patient was hospitalized for three weeks for the peritonitis. On an unreported date, the patient was treated with fortaz (2 grams daily for 3 weeks, intraperitoneally) for peritonitis. The patient was retrained in aseptic technique. At the time of this report, the patient recovered from peritonitis and pd therapy was ongoing. No additional information is available.